Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine ( 80 mcg/ml at 12 mcg/day) via an implantable infusion pump. It was reported that the patient had a MRI on may 5th and there had been no motor stall recovery noted since. The logs were checked during the call and a recovery was noted for today with the time stamp of when they first read the pump.